Event description:
Device shows eos on hmsc website when prior battery percentage was 32 percent in june 2022. Representative will advise clinic to treat as true eos and patient will be brought in for full evaluation. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2022 device explanted. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status, detected on august 18, 2022, confirming the clinical observation. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The overall measured current consumption was normal and as expected. Analysis of the electronic module revealed no indication of a malfunction. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a voltage drop and therefore to the clinical observation. In conclusion, the electronic module of the ICD was proven to be fully functional. Further analysis revealed an elevated battery impedance as the root cause of the clinical observation.

Manufacturer narrative:
On (B)(6) 2022, device explanted. The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance test proved the ICD functions to be as specified. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.